Event description:
As reported, the patient was implanted with a nail, helical blade and locking screw for a right hip fracture. Post-operatively, the helical blade migrated into the acetabulum. The femoral head appeared to have collapsed and impacted. The helical blade, nail and locking screw were removed, and the patient was revised to a total hip replacement. This is report 3 of 3 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Date of event reported as approximately 5 months post-op ((B)(6) 2011). A review of the device history records was performed and no complaint related issues were found. Investigation could not be completed and no conclusion could be drawn as no device was received for evaluation. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 3 of 3 for complaint (B)(4).